Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pre-implant preparation for a single chamber pacemaker, two atrial leads were attempted to be implanted back-to-back and unable due to no pacing ouput. The leads were explanted and the procedure was completed with a third new lead. The patient was stable and discharged post procedure.